Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient reported falling numerous times after dislocating last year. Longer head implanted in 2017. Currently appears-liner disassociated in pinnacle cup. Severely blackened delta ts head from articulating with pinnacle cup as poly disassociated, poly worn and deformed but not fractured. Replaced and was locked and stable in cup. 10 mins surgical delay. Doi: (B)(6) 2017; dor: (B)(6) 2018; left hip.